Event description:
The customer initially reported that their device was showing its charge-pak icon. After an evaluation by physio-control, it was observed that the device had internal electrical leakage which depleted the internal battery. As a result, the device would no longer power on.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl10. The leaky filter depleted the internal hlc batteries. The customer received a replacement device.